Manufacturer narrative:
Additional information: d4. H3, h6: the navio handpiece, pfsr110137, (B)(6) used for treatment was returned for evaluation. A relationship between the reported event and the device was established. Nothing was identified visually that contributed to the reported problem. A functional evaluation was performed. The reported problem was confirmed. The handpiece would not communicate with the system. The most likely cause of this event is an internal electrical short in the handpiece cable. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints found similar events. A historical escalation event review was completed. A review of prior escalation actions found no actions applicable to the scope of the reported complaint. The surgical technique guide provides guidelines for recovering to a fully manual procedure in the ¿recovery procedure guidelines¿. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. Per complaint details from the us, it was reported that, during a navio procedure, the handpiece kept giving an error "fatal hand piece connection" between each cut/step. Therefore, it was necessary to recalibrate the handpiece each time. The procedure was completed with a delay of fewer than 30 min by changing the surgical technique to manual procedure. No other complications were reported. Although no further containment or corrective action is recommended or required at this time, the failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.

Manufacturer narrative:
Our reference number: (B)(4).

Event description:
It was reported that, during a navio procedure, the handpiece kept giving an error "fatal hand piece connection" between each cut/step. Therefore, it was necessary to recalibrate the handpiece each time. The procedure was completed with a delay of fewer than 30 min by changing the surgical technique to manual procedure. No other complications were reported.